Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 64 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed displacement test and it alarmed motor error during rewind due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarm. The device also had cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)